Event description:
The patient is a man who was in a motor vehicle accident. While being transferred to the micu, he went into pulseless v-tach/v-fib arrest and had septal and inferior EKG changes. He was brought emergently to the cardiac cath lab for cath and possible percutaneous cardiac intervention. An iabp was inserted into the right femoral artery into the aorta under fluoroscopic guidance for the treatment of cardiogenic shock. Four days later during a patient assessment, the console alarmed an iabp leak. The nurse checked the catheter and found blood flecks in the tubing. The pump was stopped and the catheter was clamped. The fellow was immediately contacted, and the patient was placed in trendelenburg. The vital signs that were obtained were stable. The fellow pulled the iabp. The patient tolerated the procedure and sustained no sequela.